Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deploying the plunger and difficulty deploying the thumb advancer were not confirmed/tested due to the damage noted to the device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported issue and delay in treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Do not use the starclose vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. (B)(4). Do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. (B)(4). Do not advance the thumb advancer against excessive resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a superficial femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous transluminal angioplasty. Reportedly, difficulty was met when advancing the starclose se device through the sheath. Advancing the plunger was difficult but eventually the plunger was clicked into place. The locator wings were opened and locked into place. Manipulation was required to advance the thumb advancer; however, additional local anesthesia was given and the fat was dissected before the sheath to allow the clip to be delivered to the access site. The clip was deployed to close the artery. There was no reported adverse patient sequela. There was a clinically significant delay in the entire procedure. No additional information was provided.